Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name:octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000064378.

Event description:
It was reported that after a significant fall patient experienced ineffective therapy and the device was unable to enter MRI mode. Lead diagnostics showed multiple high impedances on the lead. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.